Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to a malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During deployment, the stent became stuck to the catheter and could not be fully deployed. The partially deployed stent was removed from the patient together with the catheter. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.